Manufacturer narrative:
(B)(4). The balance middleweight universal guide wire mentioned was filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product confirmed that a balance middleweight guide wire was returned frozen and separated inside the otw trek balloon catheter. Although no damage was noted to the balloon catheter, the analysis revealed that there was blood visible inside the inflation lumen and the loosely-folded balloon. This suggests that the balloon may have been pressurized during the procedure and is consistent with a leak or rupture. However, this is inconsistent with the reported information as the account stated that the device was only used as an exchange catheter. Both devices were sent to the scanning electron microscopy (sem) lab for further analysis of the separated guide wire before a full investigation could be performed on the trek catheter. During the sem analysis, the shaft of the balloon catheter was dissected 4.3 cm distal to the proximal balloon seal in order to remove the separated wire. Therefore, a new indeflator and luer were attached to the dissected portion of the shaft and balloon in attempt to pressurize the balloon. The balloon successfully inflated to the rated burst pressure without any anomalies noted. Furthermore, the proximal portion of the shaft at the dissected area was also clamped and a new indeflator was attached to the hub of the device to verify if any leaks were present. There were no leaks or anomalies noted. As no damage was noted during inspection prior to use, this indicates that no damage was present prior to the procedure. If the shaft became damaged where the guide wire had separated, this may have contributed to the noted blood inside the device. However, since the shaft was inadvertently sent to the sem lab and dissected prior to the investigation being fully completed, a conclusive cause could not be determined. No other damage was noted which would have contributed to the noted blood observed in the device. It is also possible that blood may have been introduced into the catheter from other devices (indeflator/syringe) used during the procedure, although this cannot be confirmed. To assure that all products perform according to specification, all products are subject to a 100% inspection by manufacturing and a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met specification. Additionally, a query of the complaint-handling database also did not reveal any similar incidents reported from this lot. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during a mid right coronary artery (mrca) intervention to treat an unknown bare metal restenosed stent, the long bmw universal guide wire failed to advance to the distal end of the heavily tortuous rca; however, a choice pt guide wire was successfully placed. A 3.5x15mm trek otw balloon was successfully advanced to the lesion and performed as intended. The choice pt guide wire was removed from the anatomy, the trek balloon remained and the long bmw universal guide wire was re-advanced through the trek balloon catheter into the distal end of the vessel with some resistance. The distal end of the vessel was heavily tortuous and seemed to collapse when the heart contracted. During removal of the bmw universal guide wire, resistance was met from the contracting distal vessel. The guide wire and balloon delivery catheter were removed as one unit. Upon removal of the guide wire, it was noticed that the tip of the guide wire had separated from the wire, but remained in the balloon catheter. There was no clinically significant delay in the procedure and no adverse patient sequela. There was no additional information provided. On (B)(4) 2011: per returned device investigation, the 3.5 x 15mm otw trek that was used successfully during the procedure, was returned with blood inside the balloon and inflation lumen.